Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, ruptured aneurysm located at ophthalmic artery segment with a max diameter of 6 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The access vessel was the femoral artery, with 7mm diameter. The landing zone was 4.1 mm distally and 4.6 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after selecting the model, the customer began delivery of phenom 27. Due to the highly tortuous pathway, the customer reported significant resistance during delivery. Eventually, the microcatheter was successfully positioned. Stent delivery was then initiated, selecting stent model ped-450-18. The stent was delivered along with the microcatheter. After the stent reached the target position, deployment was initiated. After retracting the microcatheter, the tip end of the stent opened slightly, and anchoring of the stent was attempted. The customer reported that the stent could not be anchored. The customer then attempted to push the stent; however, the stent could not be pushed out when advancing. Even with significant force, the stent could still not be pushed out. The customer did not dare to proceed with further operations and therefore withdrew the entire system. After withdrawal, it was found that the tip end of the phenom27 had become accordion-shaped. The customer then replaced the stent and the microcatheter with new ones for delivery, and the procedure was subsequently completed successfully. The angiographic result post procedure showed that after replacing the microcatheter and the stent, the stent was well apposed to the vessel wall, contrast agent retention within the aneurysm was obvious, and the patient had no vascular loss. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include apb-2-4-hx-es coil, navien 072b lot # d066802 guide catheter, delivery catheter hs6f088l90m sheath.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232916805); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.